Event description:
On 06/02/1999 the account obtained a negative testpack plus hcg combo result for a serum sample from a patient.a sonogram performed on 06/02/1999 revealed the patient was approximately 9 weeks pregnant.